Event description:
The service repair technician (srt) reported that during preventive maintenance (pm) of the device at the service center, the power supply failed. When the srt powered the perfusion system on, he noticed the power supply had failed while looking at the diagnostic screen. The srt measured the output and it read way under the specifications. There was no patient involvement.

Manufacturer narrative:
This complaint is related to MDR #1828100-2015-00060. The reported complaint was confirmed. The service repair technician (srt) replaced the power supply. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.